Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation of the trilogy 100 ventilator, an error code in relation to internal li-ion battery permanent failure was recorded in the device event log. In conclusion, the internal battery was replaced to resolve the issue. The root cause was confirmed. Additionally, other components were replaced due to physical or cosmetic damage. The device was retested and passed all test.